Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 14 times. There was no report of patient impact. The following information was provided by the initial reporter: the needles are not allowing a smooth injection, either there is a complete blockage or significant force is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the needles were clogged. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 14 times. There was no report of patient impact. The following information was provided by the initial reporter: the needles are not allowing a smooth injection, either there is a complete blockage or significant force is required.